Event description:
The physician made two, "custom-made" side holes, approximately 5.1cm and 5.6cm from the distal end. Fluoroscopy in 2005 revealed tip separation. The proximal portion of the catheter spontaneously exited the pt in a week later with the separated tip surgically removed in the next day.

Event description:
Info provided by the customer states that the physician made two, "custom-made" side holes, approx 5.1cm and 5.6cm from the distal end. Fluoroscopy in 2005 revealed tip separation. The proximal portion of the catheter spontaneously exited the pt in 2005 with the separated tip surgically removed in 2005.